Manufacturer narrative:
The morel company believes the hercules mattress has not caused an allergic reaction with this patient. As reported by the medical staff at the hospital providing the care, there were no clinically outward signs of an allergic reaction. That being said, every effort will be taken to retrieve the mattress cover in question and to ensure it meets all biocompatibility requirements.

Event description:
The patient alleges that she was allergic to the mattress cover of the hercules patient repositioner (hercules) and that she could have gone into anaphylaxis shock. The patient was cared for at orlando health regional medical center (ohmc) in orlando florida. A preliminary investigation found that the medical staff at ohmc reported that the patient was admitted to ohmc complaining of hallucinations and that she had multiple mental health issues (including an anxiety disorder) that played a role during her stay. The medical staff reported that there were no clinically outward signs of an allergic reaction and that she had interacted with several layers of their hospital management due to general discontent with her hospitalization stay. The hospital staff didn't think there was any adverse event that needed to be reported. Contact information at ohmc is: nurse manager: (B)(6). Assistant nurse manager: (B)(6). Additional comments: the hercules mattress cover, which is produced by sioen industries in belgium, leverages a healthcare textile fabric that has been proven to be safe and efficacious by the morel company and other medical device manufacturers. Other large bed/mattress manufacturers have either used this fabric or are currently using it for a portion of their mattress products. (B)(4), sioen's technical and sales representative to the morel company, reports that in his 30 years of working with transfer coated polyurethane (pu) fabrics, including being the ceo at the industry-leading dartex coatings, he has never heard of any pu fabric causing skin sensitivity or irritation issues. The hercules patient repositioner was commercialized in 2013 and the first units were sold in march of 2014. Since then, over (B)(4) systems have been sold to date resulting in approximately (B)(4) patient-days. Over that course of time, there have been no other customer complaints alleging an allergic reaction to the hercules mattress cover. The hercules mattress cover complies with the iso 10993 biocompatibility international standard for skin sensitization and skin irritation. Detailed reports are on file at the morel company. Also, the mattress cover contains no latex or silicone. The ongoing investigation will include the effort of identifying the hercules mattress cover that the patient alleges to be allergic to, retrieving that hercules mattress cover, and verifying that it meets the iso 10993 biocompatibilty standard.